Event description:
It was reported that the stockert generator went over the cut-off temperature when set to the power control mode without stopping the ablation. All cables were changed and problem still existed. No patient injury was reported. Multiple attempts were done to request for further details of the event, however no additional information has been provided.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the stockert generator went over the cut-off temperature when set to the power control mode without stopping the ablation. All cables were changed and problem still existed. The device was sent to the manufacturing repair center and it was found that the nis board was defective. The nis board was replaced. The defective nis board will not lead to a behavior as described in the initial complaint. In addition the functional - safety test and preventive maintenance were done and full system tests were performed. The device history record for stockert generator serial number (B)(4) showed that no manufacturing or test failure were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution. No further information from the site could be achieved.